Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that they have had some minor issues with charging their implant over the last two months, but they would always be able to get their implant to connect to charge. Patient clarified they would not be able to connect to their implant right away. Patient then stated that last night, they went to charge their implant and saw system problem rm03 screen. Patient said that this morning they were charging their implant and saw no device found. Patient was able to start charging their implant at 60%, then the patient noticed the charge had stopped due to their controller battery depleting. Patient stated their controller was at 70% when they started charging, and it depleted to 0% within an hour. Patient stated they plugged their controller back in to the ac power supply, and the control ler still displayed it was charged to 70% despite seeing the battery low screen. Patient stated they were having trouble charging, and had to hold the paddle in place with their hand. If they moved slightly, the charge quality would go from excellent to good. Patient stated they had to apply pressure with their finger to one portion of the paddle to get the charge quality to stay at excellent. Patient also mentioned that the recharger paddle and relay box was getting hot and it felt like it was harder to plug in and out. Patient also noted they heard the relay box clicking, which they never had heard before. During the call agent had patient remove the battery pack from the controller. When the patient removed the battery pack, they noted that the battery pack appeared to be splitting in half, and they could see a colorful circuit board inside. Patient did not see any visible damage to the controller port or recharger. Patient was able to put the battery back together, and inserted the controller battery and confirmed controller was 90% and implant was 90%. The issue was not resolved. An email was sent to the repair to replace the recharger and the lithium battery pack. Patient mentioned unrelated medical history that they are high risk for covid, and cannot leave their home.

Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a failure, no device found message x 3. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.